Event description:
It was reported that a malformed spot was observed on the catheter about the 23 centimeter mark, just above the thermal filament, when pulling the catheter out of the box. No pt complications were reported.

Manufacturer narrative:
Device not returned.